Event description:
It was reported by the customer (biomed) that the device will not operate on battery power. The customer also stated that they are using 3rd party batteries. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer stated that after replacing the batteries, which were 3rd party batteries, the device was fully operational. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.